Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 418 mg/dl at the time of incident and 419 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer also reported that the insulin pump had received critical pump error image was displayed in the screen as well as blank display. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. No blank display noted.